Event description:
Consumer called to report his meter is not reading correctly. Has been giving erratic readings. Analysis run on consensus error grid using mean reading (177) as a reference point vs. Bd readings (47, 306) yielded some data points in the c range of the grid, outside acceptable limits.